Event description:
It was reported that the patient received multiple inappropriate shocks. The patient was sent to the emergency room for admission and device interrogation. Upon interrogation multiple shocks with what appeared to be noise and oversensing were noted. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, (B)(6) 2004; 4516, lead, (B)(6) 2006. (B)(4).